Event description:
Allegations of health problems including but not limited to inflammatory myopathy, thrombolic anemia, hemolytic anemia, systemic lupus erythematosus with myositis, joint/muscular pain, chronic low grade fever, chronic fatigue, memory loss, connective tissue disorder, swelling and pain throughout all four extremities, muscle weakness, nausea and reflux type symptoms, skin thickening over face as well as arms, dyspepsia, epigastric bloating scleroderma with renal and heart involvement and renal failure.